Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device responded properly to button presses. The device powered up properly after the battery was installed. The device was also programmed and monitored for 6 days. No unexpected blank display noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector was properly locked. The device had minor scratched display window, missing display window cover, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off unexpectedly. Customer's blood glucose at the time of the incident was 15 mmol/l. It was reported that customer inserted new batteries but there was no response from the insulin pump. It was reported that a reset was attempted but insulin pump did not respond. The product will not be returned for analysis.